Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 7 months post implant of this 23 mm bioprosthetic valve, the valve was explanted and replaced with 25 mm bioprosthetic valve of the same model due to a pseudoaneurysm and inflammation of the 23 mm bioprosthetic valve. No adverse patient effects were reported.